Event description:
Patient reported that while playing gulf this weekend, she went to pick up a squash that was by an electric fence. Patient stated she felt that the fence was pulling her and she couldn't get away from it. Patient stated the electric fence was pulling her to it. Patient stated she was shocked in her legs and all the places where the device was in. Patient stated she was not touching the fence but around arms reach. Patient stated it felt the voltage was fixing to take the interstim out of her hip. Patient stated she was stuck on one spot and pulled her leg up and her hands and legs were shaking. Patient stated it took her 2h to calm down before she could drive home. Patient stated she called patient services that day about 730pm. Patient stated she got shocked for a moment but her legs twitched for a very long time and she has been in pain ever since where the incision. Patient stated she went to the ER and they checked her blood, urine, did CT scan and everything looked in tact to them but they weren't 100% sure. Patient stated she hasn't been able to sleep and is thinking about having the device removed. Patient stated she was very scared and wants the device turned off. Patient was wondering if the device was off and the electric fence turned it on. Patient stated she hasn't felt good since saturday. Patient stated stim was on program 4 at 0.5v. Patient stated she was pressing the off button but the lightning volt was still there. The manufacturer representative asked patient to turn the stimulation up and the programmer displayed the turn your stimulation on. It was explained the stimulation was off. Patient stated she was going to have the device removed. Patient stated she did not want to feel that way again. Patient stated she had retention really bad so she decided to have the second one put in and was having to catheterize anyway. It was later reported on (B)(4) 2014 that patient did not contact the health care provider and her outcome w as reported as unknown. It was unknown if patient had 50% or greater symptom reduction. There was no troubleshooting done. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 3093-33, lot # v866737, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).